Manufacturer narrative:
Investigation summary: during the investigation it was found the customer was using off label materials and improper assay set up when running the assay (plates and seals). Customer issue resolved once following the procedure using correct materials. Root cause: off label use. Source: phone.

Event description:
Customer reporting a false positive sars sample of unknown symptomatic status. Sample was re-collected within 24hours of the first sample and confirmed negative with other rt-pcr assay. The customer was utilizing an off-label plate and seals as well as the wrong plate setting for the thermocycler.